Event description:
It was reported that 2-3 days after a vns implant surgery, a patient began experiencing vocal cord paralysis (vcp). The patient's impedance values in the or were within normal limits and the device had not been programmed on after implant. A review of the manufacturing records confirmed that the implanted lead was manufactured per specifications. The surgeon stated that no interventions were being taken and the vcp was resolving on its own.